Manufacturer narrative:
This report was originally filed against the system subcomponent mobile emitter field generator, but has now been corrected to the actual navigation system. Corrected model and catalogue number provided. Serial number now provided. Manufacture date now provided. The suspect emitter was returned for evaluation. During performance testing the emitter was found fully functional. After replacing the emitter in the system in the field the system tested fully functional. Unable to determine root cause.

Event description:
A site biomed representative reported a problem with the system emitter tracking properly and requested a replacement before using it in surgical procedures at a later date. There was no patient present.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Device lot number, or serial number, not available at time of this report. Device manufacturing date is dependent on lot number/sn, therefore, unavailable at this time. RMA issued. Replacement emitter shipped to site (B)(4) 2013. Suspect device has not been returned to manufacturer for evaluation.